Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and the customer reported condition was confirmed. To resolve the condition, the service engineer replaced the socket saver. The ventilator passed self-testing.

Event description:
It was reported that the ventilator had a communications malfunction. The ventilator was not on a patient at the time of the event.